Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8807pl with lot cvgcn4, conformed to the specifications when released to stock in 14th june 2016. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
I wanted to make you aware of a product complaint that took place on (B)(6) 2016 at (B)(6) medical center. After the valve with unitized distal catheter was connected to the already implanted and flowing ventricular catheter, it did not flow spontaneously. Pumping of the reservoir had very little effect on the flow distally. Pinching off the ventricular catheter while pumping the reservoir made the shunt system flow but it was still difficult. Gentle aspiration of the distal catheter was met with greater than normal back pressure on the syringe. Infiltration of saline into the reservoir by tapping the valve while occluding the ventricular catheter was challenging and we could see the saline coming out of the first attempted tap site on the reservoir. The needle was a 25 gauge but was not a huber tip, non-coring needle. The surgeon cut the distal catheter at the step incision site, which was at the neck and the system began to flow to that point. My opinion is that something was occluding the distal catheter distally from the point of the step incision in the neck. This coupled with the chest being 10-12 cm higher than the ventricles, added pressure from this height differential could have contributed to the system not working. In the end, the surgeon replace the valve with another one and as he pumped the reservoir, it flowed to his liking. He would like to have the valve checked and analyzed. Specific request to check why the valve reservoir was leaking as much as it was and why it wasn¿t flowing (if it was related to a problem with the actual pressure of the valve compared to the expected pressure of the valve) the valve was set to level 4, 110 mm h2o. There was no adverse patient reaction. The only noticeable negative effect was that the procedure was lengthened by around 15 minutes for trouble shooting and replacing the valve. The valve that will be sent back is 828807pl, lot number cvgcn4.